Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus at the end of a therapeutic laparotomy liver resection with the subject device, the patient had three (3) severe burns to the abdomen about 5 cm in the right side of the abdomen and navel. The approximate size of the burn was 2cm (spread in a strip). Ointment was applied to the burn. The patient's current health status is unknown. It is also unknown if the patient was hospitalized due to the burn or if the hospitalization was extended due to the burn. The subject device setting was seal & cut 2. The customer reported there was a hole in the drape and the physician surmises the burn was from the equipment. The facility also stated they did not think the burn marks were due to the thunderbeat because of the size and shape of the burn and the carbonization is intense.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer stated the probable cause was: 1. Device that became hot immediately after the output activation came into contact with the drape causing a hole; 2. The device was contacting the patient¿s abdominal area causing burns. The instruction manual contains the following descriptions, and it warns against the event. Use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient. The grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. Whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns. Refer to ¿temperature of the shaft, grasping section, and probe tip during activation¿ on page 20 for details of the temperature.